Event description:
It was reported by the rep that when the device was used during a laparoscopic cholecystectomy procedure, it locked out. Another device was used to complete the case. There was no consequence to the pt.